Manufacturer narrative:
(B)(4). The device was manufactured between february 3, 2014-february 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed the back-plate of the unit had detached at one corner. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the back plate of an infusor patient control module watch detached. There was no patient involvement. No additional information is available. This is report 3 of 4.